Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive hepatitis b surface antigen (hbsag) results generated by access 2 immunoassay clinical system for several patients. The results were not reported out of the laboratory. Subsequent testing on the same instrument and by an alternate methodology produced negative results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in 5 ml serum tubes, and centrifuged at 3000 rpm for 5 minutes at room temperature. Qc was within the established ranges for the past two weeks. Service was not dispatched for this event. A definitive root cause for the event has not been determined to date.